Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the cartridge is defective. There was no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the defective cartridge issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.